Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint devices for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: only one rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. It was revealed on 14 january 2015 that the second device would not be returned to fph (B)(4) for investigation. The returned circuit was visually inspected and pressure tested to identify the reported crack. The hospital provided photographs of the second device that was not returned to fph (B)(4). Results: visual inspection of the returned device revealed a crack in the swivel wye. The pressure test showed that the returned breathing circuit was within specification. Inspection of the photograph provided by the hospital also revealed a crack on the swivel. A lot check revealed no other complaints of this nature for lot 140616. Conclusion: the damage observed on the swivel wye of the returned breathing circuit was most likely caused by physical damage. We were unable to determine what may have caused the damage to the second swivel that was not returned. If the device was returned it would have been visually inspected and pressure tested. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the observed damage on the returned breathing circuit occurred after it was released for distribution. The user instructions that accompany the rt266 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative two incidents involving two rt266 infant dual heated evaqua2 breathing circuits. It was reported that the swivel wyes on the circuits were damaged during use. One of the incidents occurred on (B)(6) 2014 while the other incident occurred on (B)(6) 2014. No patient consequence was reported in either incident.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative two incidents involving two rt266 infant dual heated evaqua2 breathing circuits. It was reported that the swivel wyes on the circuits were damaged during use. One of the incidents occurred on (B)(6) 2014 while the other incident occurred on (B)(6) 2014. No patient consequence was reported in either incident.